Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2011, patient underwent anterior cervical discectomy and fusion surgery, at c4-7. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the disc space). Reportedly, patient's post-operative period has been marked by a period of improvement, followed by increasing neck pain, with radiculopathy into his upper extremities, dysphagia, and headaches.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2011: the patient was pre-operatively diagnosed with cervical disc herniation. Cervical radiculopathy. Cervical spondylosis. Cervical spinal stenosis. Cervical pseudoarthrosis and underwent the following procedure: debridement of skin, subcutaneous tissue and superficial fascia from previously operated anterior cervical wound measuring 4cm in length x 1 cm in width (4 square cm). Removal of previous anterior cervical pate fixation, c5-c6-c7. Anterior cervical discectomy c4-c5 with arthrodesis, c4-c5. Anterior cervical corpectomy, inferior c6 vertebral body resecting approximately 1/3 of vertebral body for decompression of spinal canal and exiting nerve roots at c6-c7 level. Anterior cervical osteotomy c7 for resection of pseudoarthrosis. Anterior cervical arthrodesis, c6-c7. Placement of anterior intervertebral biomechanical device, c4-c5. Placement of anterior intervertebral biomechanical device, c6-c7. Harvest of local cortical and cortical cancellous bone graft for spinal fusion. Use of rhbmp2/acs bone graft for spinal fusion. Intraoperative microscope use. Anterior cervical plate fixation, c4-c5-c6-c7. As per op-notes,¿ copious amounts of antibiotic irrigation assured meticulous hemostasis and then half of rhbmp2/acs from a small kit was placed posteriorly within the disc space as well as locally harvested bone graft. Appropriate sized vg-2 implant was selected and the end plates were prepared. Vg-2 implant as well as half of rhbmp2/acs from a small kit was placed posteriorly within the disc space before impacting the vg-2 implant anteriorly.¿ the patient tolerated the procedure well without intra-operative complications.